Event description:
The 2.4 caddy in the synthes modular hand system has the following screw number etched above the screw 201.6xx. When replacement screws for the 12mm were ordered, the following screw was ordered 201.612 instead of 201.642. This led to an incorrect screw being put in the pt's arm and it went through the hole in the plate. The surgeon had to take out the plate and screws and use k-wires instead. The reference number on the caddy can create an opportunity for ordering an incorrect screw. All of the other caddies are correct.